Event description:
It was reported that while using the bd vacutainer® serum blood collection tube to collect blood, one (1) tube appeared to have a lot of pressure inside the tube and due to that the cap ¿popped off and blood splattered on the phlebotomist clothes, the patient's clothes, floor and nearby material. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tube to collect blood, one (1) tube appeared to have a lot of pressure inside the tube and due to that the cap ¿popped off and blood splattered on the phlebotomist clothes, the patient's clothes, floor and nearby material. No adverse impact was reported regarding the patient or user.